Event description:
Patient presented to the physician with an infection at the chest incision site and wound dehiscence at the chest incision exposing the ipg. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure.